Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro was removed from the protection ring. As the protective stylet was being removed from the tip, the entire stent became dislodged and slid off the balloon. A different stent was selected, and the procedure continued.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro was removed from the protection ring. As the protective stylet was being removed from the tip, the entire stent became dislodged and slid off the balloon. A different stent was selected, and the procedure continued.

Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has clearly been inflated. It could be clarified with the local staff that the physician has inflated the balloon after the complaint event outside of the patient. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned on the transportation wire inside of the protector and is deformed (i.e. Pinched) at its proximal end. Review of the product release documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during the preparation for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.